Event description:
A pump was reported to have triggered alarm 20 during operation. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to load a new cartridge following assistance from technical support, but the cartridge alarm recurred. Technical support resolved the issue by arranging for a pump replacement, ensuring the continuity of insulin therapy with a replacement pump provided.